Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the following day, the patient began treatment for the peritonitis with vancomycin, 1 gram, once daily (od) and gentamicin, 80 milligrams, od (routes of administration were not reported). The outcome of the peritonitis was unknown. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.